Event description:
Per independent repair center statement; the unit had low o2/yellow light. The key failure was saturated sieve beds. Additional malfunctions were the 4-way valve was not shifting and the compressor was loud.